Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported an insulin flow blocked alarm. The customer reported a blood glucose value of 303 mg/dl. The event involved product(s) mmt-1884, mmt-332a, mmt-242a. Troubleshooting was declined by the customer. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-242a.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and selftest. No unexpected no delivery alarms noted during testing. Successfully downloaded history files and traces using thump. Multiple nodelivery alarms starting on 06/03/2025 04:03:35.000 to 06/03/2025 23:30:09.000 during bolus delivery on event date. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, and scratched case. Unexpected insulin flow blocked alarms/no delivery alarms were not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.